Manufacturer narrative:
The customer reported that they tried to charge the hsxl to 150 joules; it went up and then went down to 10 on its own; when they hit charge, it disarmed on its own. No adverse patient impact was reported. The device was received at the philips repair bench. The reported symptom could not be reproduced. The device was returned to the customer after passing all testing. The customer has not called back regarding this device. We are considering this a malfunction. We cannot determine the cause since we could not duplicate the reported symptom.

Event description:
The customer reported that they tried to charge the hsxl to 150 joules; it went up and then went down to 10 on its own; when they hit charge, it disarmed on its own. No adverse patient impact was reported.